Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap roux-en-y procedure, the surgeon said that the device would not seal continuously. A bleeding was from the mesentery after seal cycle signaled complete. A new device was used to complete the procedure. There was an end tone but no regrasp alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The picture did not show the device, only the packaging. Post market vigilance (pmv) could not determine if the device met specification. The picture showed the seal of the package not the actual device. The investigation of the picture found a picture of the package seal not the actual device. Pmv could not confirm the report. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.